Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated after multiple attempts with different programmers. A magnet was placed over the device and re-interrogated successfully. The patient was stable with no adverse consequences. Additional information was requested but was not received.